Event description:
I have two inguinal hernias on right side and left side. On both used the parietex progrip mesh to repair the hernias. Since day one after surgery, I have been with bad side effects as: severe pain on the testicles, burning pain on intestine, and the feeling of a handful of nails inside, urinary disorder at night time. I have 5 to 6 trips to the restroom. Sexual dysfunction, sex is painful. Depression, lack of energy, sleeping problems. On (B)(6), a urologist had to remove my left testicle. Pain was severe.